Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of corporal erosion and scrotal incision not healing could not be confirmed through product analysis. The reported patient symptoms are a known risk associated with ams 700 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection of the spherical reservoir did not reveal anomalies. However, upon microscopic inspection, tool marks from a clamp or hemostat were noticed in the reservoir kink resistant tubing (krt). No leaks were present. This damage likely occurred during explant. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists erosion and healing impairment as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing device was removed. The patient had corporal body erosion and the scrotal incision was not healing. It was indicated that the suspected reason for the incision not healing was the patient diabetes condition. No additional patient complications were reported.

Event description:
It was reported patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing device was removed. The patient had corporal body erosion and the scrotal incision was not healing. It was indicated that the suspected reason for the incision not healing was the patient diabetes condition. Following the intervention the patient was stable and well.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of corporal erosion and the scrotal incision not healing could not be confirmed through product analysis. The reported patient symptoms are a known risk associated with inflatable penile prosthesis (ipp) implant and are noted as such in the device instructions for use (IFU). DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual inspection of the spherical reservoir and pump did not reveal anomalies. Upon functional testing, the pump performed within specification. The cylinders were visually and microscopically inspected, the first cylinder had a hole likely induced at explant. Due to this hole, the cylinder could not be pressure tested. The other cylinder performed within specification. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, which lists erosion and healing impairment as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed as the patient had corporal body erosion and the scrotal incision was not healing. It was noted that the suspected reason for the incision not healing was that the patient is diabetic. No additional patient complications were reported.